Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip sleeve stuck in the up position in the reported problem area of the pipette assembly. The tip clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.